Event description:
A us distributor returned a monitor and reported displaying a service code indicating a potential device malfunction.

Manufacturer narrative:
Upon engineering investigation, no problem was found.

Manufacturer narrative:
The device was returned for evaluation. Reporting out of an abundance of caution for a potential device malfunction. Investigation underway.

Event description:
A us distributor returned a monitor and reported displaying a service code indicating a potential device malfunction.